Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the health care provider (hcp) that the ¿interstim is failing.¿ the caller said that the patient met with a physician about a month ago for this issue but the caller did not know when it started failing. The caller had no additional information and they wanted to contact a manufacturer representative (rep) to check the patient¿s device. The caller was transferred to the national answering service to page a rep to check the patient¿s device. There were no further complications reported.